Event description:
A bronchoscopy was performed to treat a severe left main stem bronchial stenosis. The procedure was a stent placement using balloon dilatation. Using serial dilation, the balloon was dilated up to 15mm and reportedly the balloon slipped forward out of the stenosis in this process. The physician attempted to maneuver the balloon back into the stenosis with the balloon partially dilated. As the physician backed the balloon into the stenosis (a matter of millimeters), the catheter "snapped" and when it was removed, the balloon was missing. The balloon was not intact upon retrieval. It was in two pieces. One of the internal metal markers was retrieved with the catheter or balloon. Unclear which because the pieces were discarded prior to noting a missing marker. The other marker was retained in the patient.